Event description:
It was reported that when the foot of the doctor was removed from the pedal of the unit, the shaver kept running.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.